Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds, high impedance and oversensing / noise were observed on the right atrial (ra) lead. Lead impedance warning was triggered. Ra lead remains in use with scheduled lead revision. No patient complications have been reported as a result of this event.